Manufacturer narrative:
Due to the automated manufacturing execution system (mes) there are controls in the manufacturing process to ensure the product met specifications upon release. During visual/microscopic inspection, the stent delivery wire sdw was received inside the balloon catheter, along with introducer sheath. The stent was returned partially deployed and stuck inside distal tip of balloon catheter device. The distal end of stent was found damaged/broken. The distal end of the sdw was seen to be kinked. Distal end of sheath was seen to be intact. During functional inspection, balloon catheter was flushed using an encore device. Then made a video of the stent being advance through the tip of the balloon catheter. Stent successfully deployed and had 3 marker bands present on both ends. The reported event is covered in the device direction for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The reported event was could not be confirmed during device analysis. The device met specifications when returned for device analysis. Additional information provided by the customer indicated that there was no damage noted to the packaging prior to opening the packaging, the device was confirmed to be in good condition during preparation/prior to use on the patient, the device was prepared for use as per the directions for use and continuous flush was set up and maintained throughout the clinical procedure. During analysis, it was noted that the stent was partially deployed and stuck inside distal tip of balloon catheter device. The distal end of the sdw was seen to be kinked. Distal tip of the introducer sheath was seen to be intact. The reported stent difficult/unable to advance or pullback through catheter could not be replicated during device analysis. Based on this investigation an assignable cause of not confirmed will be assigned to the reported 'stent difficult/unable to advance or pullback through catheter' as the issue included a returned product review (visual, physical, and/or performance testing) which showed no evidence of either the alleged issue(s) or any defect which could have contributed to the event. An assignable cause of procedural factors will be assigned the as analyzed 'stent broken/fractured during use' and 'sdw kinked/bent' as this complaint appears to be associated with a product that met stryker design and manufacturing specifications and was used in accordance with the dfu, but performance was limited due to procedural factors during use.

Event description:
Analysis of the returned device revealed that subject stent was broken/fractured during use. There was no clinical consequence to the patient due to this event.